Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 1911002 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the shelf carton was found missing a label. It has been determined that this incident resulted from a temporary error with the label dispenser within the packaging machinery. As a consequence, the shelf carton label was not placed on the product in question. With the stringent preventive measures in place, we believe this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that syringe tp 1ml ls 26ga 3/8in was missing label information. This was discovered before use. The following information was provided by the initial reporter: we have just found in our stock 1 box of bd plastipak syringe 1ml acl: 6148519 without a label with the lot information + expiration date supposed to be there. There is no trace of a label, nothing has been stuck on. The lot + date information can be found on the syringe packaging, however, but not on the outside. I would therefore like to open 1 product quality complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe tp 1 ml ls 26 ga 3/8 in was missing label information. This was discovered before use. The following information was provided by the initial reporter: we have just found in our stock 1 box of bd plastipak syringe 1 ml acl: 6148519 without a label with the lot information + expiration date supposed to be there. There is no trace of a label, nothing has been stuck on. The lot + date information can be found on the syringe packaging, however, but not on the outside. I would therefore like to open 1 product quality complaint.